Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the electrode belt was extensively contaminated and failed an insulation resistance test. Due to the extent of the contamination the root cause for the failure could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed an insulation resistance test. The pt was issued a replacement electrode belt.